Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 374 mg/dl, 532 mg/dl and 139 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.